Manufacturer narrative:
Product event summary #geo event description: it was reported that a carelink alert was observed due to shock impedance. Response ts: moving the arm can result in small changes in impedance values, as long the impedance measurements are in range, I would not suspect to have a lead issue. Please find below the lead impedance measurements from the last 14 days. All lead impedance values are around 80 except the one of 116 ohms, but this would not indicate a lead issue. As long as hv lead impedance values are not out of range, I suspect hv delivery is not compromised. As the patient is on carelink, the patient can be easily monitored. I can see the lead impedance alert is already increased to 200 ohms, so that will prevent to trigger the alert again except when lead impedance is above 200 ohms. Update: still have a question! Red alert was triggered at (B)(4) with 135 ohms! And can we explain the higher peaks in the beginning of (B)(4)? See below. Preliminary geo assessment: second response ts: I have looked at the case again with guido and we suspect a subclavian crush. This would explain both low and high values. A lead revision is recommended. Preliminary geo conclusion: potential lead fracture. (B)(4).

Event description:
It was reported that there was a red alert on the remote transmission for high impedance on right ventricular (rv) shock coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Rv defib impedance was 134 ohms on (B)(6) 2015.